Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer performed a system check and it appeared that the infusion set site may be the cause of the occlusion. However, the customer was to try a new box of cartridges. Although requested, additional information regarding if the new cartridge had resolved the occlusions was not provided.